Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, vaginal vault just finished, the tip of the needle broke and fell into the abdominal cavity. They did a big wash out to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. A tactile and microscopic inspection of the sutures was performed with no abnormalities. The visual inspection of the opened sample noted one suture and one needle. The needle was received broken at the tip. Upon microscopic inspection, no instrument marks were observed near the break site. The sealed sample was sent for bend moment testing and the results exceeded the specifications for this product. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. However, probable causes could be attributed to mishandling the needle by grasping it at the tip or swaged end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.